Manufacturer narrative:
The product was not returned and could not be evaluated. No root cause can be determined. If any additional information is obtained, a follow-up report will be submitted.

Event description:
Patient underwent rf ablation procedure in 2007. Patient developed a deep vein thrombosis in the saphenous vein junction, as documented on the follow-up ultrasound three days later. Coumadin was prescribed.